Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and associated temporary pacing wires dislodged during the implant procedure while attempting to reposition the right atrial (ra) lead. The patient was reported to have 3rd degree av block without an escape rhythm. The rv lead was successfully repositioned. No adverse patient effects were reported and the lead remains in service.